Event description:
It was reported the patient experienced persistent pocket heating not related to charging. It has not been determined if symptoms are present with stimulation on or off. The sjm rep will contact the patient as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.